Manufacturer narrative:
Device evaluation indicated that the ipg passed electrical, performance and photographic imaging tests performed. The device output was monitored for excessive leakage current or spurious signals while programmed to the patient's latest setting. No discrepancies were identified. Device stimulation amplitude and timing was monitored. No intermittent anomalies were noted in the output. Therefore, the reported complaint of the ipg causing painful stimulation was not duplicated or confirmed.

Event description:
A report was received that the patient was receiving painful stimulation when the device turned on or off and perceived the residual stimulation as overstimulation. The physician suspected malfunction and explanted ipg. The patient was reportedly doing well following the procedure.

Event description:
A report was received that the patient was receiving painful stimulation when the device turned on or off and perceived the residual stimulation as overstimulation. The physician suspected malfunction and explanted ipg. The patient was reportedly doing well following the procedure.